Manufacturer narrative:
The device logbook was analyzed on site. Log entries were found that showed recurring warm starts; caused by errors on the pcb ventdos controller. Since this circuit board controls the valves and reads out the pressure sensors using the pcb actuator, automatic ventilation cannot be controlled without this pcb. In this case, the device initiates a warm start and automatically switches to the man/spont mode, accompanied by an acoustic and optical alarm. Manual ventilation is still possible, whereby the fresh gas dosing is carried out via an o2 bypass flow from the central gas supply. After a successful warm start, the operation continues with the last settings. If the warm start does not lead to stable conditions or if the same error recurs within 10 minutes, the device switches to safety mode, as in the present case, where manual ventilation is still possible. The user is informed about the mode change by acoustic and optical alarms. The julian concerned is a 21-year-old device. Since the service activities for the julian were discontinued as of 31.12.2013, it is no longer possible to replace the pcb ventdos controller. Unfortunately, no valid statement can be made about the installed base, as the julian has already reached his end of production date on 31.12.2003 and we do not receive any feedback as to when a julian was replaced or was taken out of service.

Event description:
It was reported that a ventilation failure occurred during anesthesia. No injury was reported.